Manufacturer narrative:
Date of submission: 16-aug-2018. Device evaluation: the device has been returned and evaluated by product analysis on 01-aug-2018 with the following findings: the keypad was confirmed to be unresponsive, due to moisture damage. The keypad cover was removed and no evidence of contamination was found on the key contacts. Moisture was noted inside all of the internal pump: on the display, and on all boards. There was no damage or peeling to the keypad.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok/enter button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.